Manufacturer narrative:
The pipeline braid remains implanted in the patient; the pushwire has not been returned for evaluation. The reported event could not be confirmed and an event cause could not be conclusively determined from the reported information. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that a pipeline did not open during a procedure and remains implanted in the patient. The patient was undergoing treatment of a ¿bubble¿ aneurysm in the ¿upper left internal carotid artery¿. The aneurysm measured 4x3.7mm with a neck diameter of 4.2 mm. The vessel was moderately tortuous. The devices were prepared as indicated in the IFU. During the procedure, the catheter was positioned. The physician positioned the pipeline and at deployment, the ¿head¿ of the pipeline could not be deployed. After attempts to put forward rotation on the delivery wire (less than ten turns), the ¿head¿ of the pipeline deployed though part of the device remained in the coil. The physician continued to adjust the device; the pipeline released and the proximal end did not open. The physician attempted a mechanical thrombectomy device to retrieve the pipeline, but was not successful. The pipeline remains in the patient. The patient is reportedly doing well and remains in the hospital under observation.

Manufacturer narrative:
Device available, return date - additional information. Device evaluated, device returned - additional information. Evaluation codes - additional information, device evaluation. Additional manufacturer narrative - additional information, device evaluation the pipeline pushwire was returned for evaluation; the pipeline braid was not returned for evaluation as it was implanted in the patient. The capture coil was observed to be stretched. The proximal bumper was observed to be loose on the pipeline pushwire. The pipeline pushwire was observed to be bending at 3.0 cm to 5.5 cm from the distal tip coil. The coating of the entire pushwire length was examined under the video inspection system (30x magnification) for coating integrity and no issues were found. Based on the analysis findings and the reported event details, the report that the pipeline was stuck in the capture coil and failed to open could not be confirmed. The pipeline braid was not returned; any contributing factors from the pipeline braid could not be assessed. It is possible that the damaged (stretched) capture coil and the patient¿s moderately tortuous vessel anatomy may have contributed to the reported issues. In addition, the pipeline pushwire was observed to be damaged (bending). However, the cause for the damages could not be determined. All products are 100% inspected for damage and irregularities during manufacture. Per our instructions for use (IFU): ¿detachment can be facilitated by slowly rotating the delivery wire in the clockwise direction and/or manipulating the microcatheter by locking down the delivery wire and moving both as a system. After the distal end of ped has successfully expanded, deploy the remainder of ped by pushing the delivery wire and/or unsheathing the ped. Manipulation of the microcatheter by locking down the delivery wire and moving both as a system may facilitate the expansion of the ped. If the capture coil tip of the delivery system becomes stuck in the mesh of a delivered ped, rotate the wire clockwise while advancing the wire to try to release it, then slowly pull back on the delivery wire. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿ the lot history record of the reported lot number was reviewed and no discrepancies that might have caused the reported event were noted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.